Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the front panel display missing the center segment of the 7-segment display on the left-hand flow reading, and the fault was traced to a faulty front panel assembly. An additional issue with the top cover scratched down to bare metal in various locations was identified. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during maintenance, the insufflation unit front panel had a poor appearance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a faulty front panel assembly. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: defective front panel. Olympus will continue to monitor field performance for this device.